Event description:
The caller reports she cleaned up a spill. The facility did not have a spill kit or any instructions on how it should be cleaned up. During the process of cleaning up the spill she had an "asthma attack" that required hosp.